Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-04080. It was reported that the patient experienced discomfort at the ipg site due to significant weight loss as well as ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the full scs system was explanted and replaced to address the issue.